Event description:
It was further reported per the patient's medical records that after obtaining vessel access via the left axillobifemoral bypass graft, the physician was able to cross the chronic total occlusion and continue down into the anterior tibial (at) artery and subsequently into the foot. (This was a limb salvage procedure.) The physician administered 5000u of heparin, and then spun the prd-sc30-125s oad through the sfa lesion as a pilot hole. He then advanced down the at artery and performed atherectomy as previously reported. The physician lost sheath access when the patient suddenly moved on the table. He regained access, but kinked the viperwire in replacing the access over the dilator. The oas was removed and the vessel recannulated through the sfa and at lesions. The physician attempted to pass a prd-sc30-125s oad, but was unsuccessful. He performed pta from the ankle to the trifurcation with excellent results demonstrated angiographically. He upsized the balloon to 3cm and treated the proximal segment with an excellent result. The physician then used a 2.0 oad and spun the entire sfa at low, medium and high speeds followed by pta with a 5x10 balloon inflated 3 times. The distal inflation required 8atms to break the waist. Follow-up angiogram showed very little filling of the sfa due to acute thrombus in the vessel. Additional pta and angiograms indicated that the thrombus had embolized down to the trifurcation; the sfa was opened, but the run-off was poor. An infusion wire was placed in the at artery and an overnight infusion of tpa was initiated to treat the pop and at arteries below-the-knee. The next day, the patient returned to the angio suite and repeat angiogram indicated persistent occlusive disease in the at artery with the vessels open to the trifurcation, but in poor condition. The tpa infusion was discontinued and pta performed through the at artery at 8atms for 1 min. Follow-up angiography indicated improvement through the sfa with persistent disease in multiple areas, but occlusive disease remained throughout the trifurcation. Further intervention was not pursued and the patient was scheduled for amputation. Three days later the patient underwent a left below-the-knee amputation without complications. No additional information is available regarding this event.

Manufacturer narrative:
(B)(4).

Event description:
Three written requests for additional information have been sent to the physician; however, no response has been received.

Manufacturer narrative:
Device analysis: the oad was received with the original introducer sheath and guide wire engaged on and in the device. The cordis' introducer sheath was removed from the driveshaft assembly without any issues. Examination of the introducer did not reveal any damage or abnormalities that would have contributed to the reported event. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed damage to the saline sheath. The saline sheath exhibited axial compression damage (accordion folding) located approximately 4.1 centimeters proximal to the distal end of the sheath. The crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. A white substance was adhered to the driveshaft filars just proximal to the crown. Solder adhesion of the crown was confirmed. The crown and driveshaft were examined in a scanning electron microscope (sem). The initial visual and tactile examination of the exposed proximal section of the guide wire did not reveal any damage; however, the distal section remained embedded within the driveshaft. Resistance was met while removing the guide wire from the handle assembly. Examination of the guide wire revealed numerous shaft kinks that were located within the handle assembly. The distal section of the guide wire had been destructively cut at a location approximately 271.3 centimeters distal to the proximal end. As the distal section was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. The kinked guide wire and saline sheath damage appears to be the result of handling or manipulating the device during the procedure. There was no other damage observed with the device and components that would have contributed to the difficulties experienced during the procedure. As the lot number for the guide wire is unknown an inspection of the material record could not be performed. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. There are no similar complaints of this nature related to this device lot number. At the conclusion of the failure analysis investigation, the root cause of the reported events related to thrombus, bogging down, and removal difficulty could not be determined. Analysis identified a kinked guide wire with the distal 64 cm section not returned. The exact root cause of the guide wire damage could not be determined. It appears the damage could be the result of handling or manipulating the device during removal from the patient, although this is inconclusive. Sem analysis identified excess solder residue on the driveshaft proximal from the crown, however it was not a contributing factor to the reported complaint event. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the crown became stuck on the viperwire. The physician used a 6f terumo sheath from an antegrade approach to access the lesion. He then used a 1.25 solid micro crown and performed the atherectomy. He initially treated a 7cm cto at low, medium, and high speeds in the sfa for a total run time of 90sec before treating a lesion in the anterior tibial (at) artery. The at lesion was 15cm in length, moderately calcified, and demonstrated diffuse 50% stenosis. He treated at low, medium, and high speeds for a total run time of 80sec. During the final high speed run the device felt "sluggish" and then became stuck. He was unable to remove the oad over the wire, so the device and viperwire were removed from the body as a unit. Once the device was out of the patient it was noted that the sheath was twisted up. The procedure was successfully completed with a second 125s as the physician wanted to move more distally to perform one more series of low, medium, and high speed runs. At the end of the procedure, thrombus formation was discovered. The patient remained stable, but symptomatic, so was treated with an overnight infusion of tpa. Additional information has been requested regarding this event.